Manufacturer narrative:
A verathon complaints specialist followed up with the customer to gather additional information. The customer stated that the reported issue was isolated to the blade; however, the unit was not tagged in any way and after evaluation, was accidentally placed back into service. The customer advised that they were monitoring all of their devices so that they could have the device returned for evaluation or disposed of onsite. Since the blade was not returned for further evaluation, the exact cause could not be determined. Should the device be returned, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information.

Event description:
The customer reported that during a patient procedure, using an unspecified glidescope blade, the image would disappear intermittently. The procedure was completed using a backup device; however, the backup device used and the amount of time it took to prepare the unit for use was not known at the time of the call. No harm to the patient or user reported.